Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14779.

Manufacturer narrative:
Thv/tvt registry UDI number: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of event cannot be confirmed, procedural factors (manipulation of the devices), in addition to patient factors not provided, may have contributed to the too aortic placement of the initial valve, the resulting pvl and subsequent implant of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As initially reported, during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed too aortic, resulting in paravalvular leak (pvl). A 26mm sapien 3 was then deployed within the 23mm sapien 3 valve to resolve the pvl. Following post dilation of the valves with an additional 1cc of volume, the pvl was reduced to trace to mild. The procedure was completed, and the patient was transferred to recovery in stable condition. Additional information received from the patient through the edwards implant patient registry, indicated the patient received the 23mm sapien 3 valve. The initial tavr procedure went well, although the physician informed the patient that the implanted valve was ¿bleeding¿, but that should ¿go away¿. Approximately 9 plus days post implant, the patient ¿passed out¿ and was urgently sent to the hospital. The patient was informed that the valve was ¿bleeding more¿. The recommendation was to implant a 26mm sapien 3 valve within the initial valve. The second valve was implanted 49 days after the initial tavr procedure. The patient was discharged in stable condition but reported he still ¿did not feel well¿. The patient consulted another cardiologist, who performed multiple tests, including CT and MRI. The patient was informed that there was a ¿blood clot¿ on the valve and it needed to be ¿taken care of right away¿. The patient was started on anti-coagulation therapy. The patient reported currently feeling ¿pretty good¿ but is afraid about the blood clot and a possible stroke. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.